Event description:
The surgeon implanted a aq2003v 3 piece silicone lens. The incision was enlarged to remove the lens. It's unknown why the lens was removed. Additional has been requested from the user facility. The injector model that was used was a msi-tm and the cartridge model that was used with a aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.